Manufacturer narrative:
Section a4, b5, d4, h4: additional information. Section g1, h3: correction. Section f9: approximate age of device - 8 months, 18 days. Manufacturer's investigation conclusion: the reported event of the centrimag console display blacking out was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) was not returned for analysis. No log files or photos were submitted for review. The root cause for the reported event of the centrimag console display blacking out was not conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there were no changes in speed or flow noted, no noise or vibrations from the motor, and no alarms were present.

Manufacturer narrative:
Additional information was requested, but was not provided age of device could not be approximated with current information provided. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that the centrimag console displayed a black out. The unit was reported to be returning. During this time, the centrimag unit would not respond to buttons being pressed. The patient was switched to different centrimag units without harm. Loaner units were requested.